Event description:
Spontaneous call from patient who reported that she had a leakage where the needle and tubing meet and she is losing nerves in her hands(hand functions) and stated she had a delayed dose; she also expressed concern for how 'low' her dose is at 10 gm every week; patient will discuss dosing with doctor at appointment tomorrow; unknown if patient still has defective device on hand for return; lot number and expiration date not reported; no further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by pt/caregiver.